Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation procedure in a mildly calcified superficial femoral artery, the fox sv balloon ruptured at 10 atmospheres during the first inflation. The catheter was removed and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.